Event description:
It was reported to boston scientific corporation that a solyx single incision sling was used during a procedure on (B)(6) 2011. According to the complainant, post procedure, the patient experienced urinary problems and a recurrence of incontinence. The exact nature and date of onset of these symptoms are unknown. All other information is unknown. Attempts to obtain additional information have been unsuccessful.